Event description:
It was later reported that the low flow alarms were caused by an obstruction from a thrombus on the inflow graft. The low flow alarms did not resolve and the patient was placed on extracorporeal membrane oxygenation (ECMO). The stroke was determined to be ischemic, and the patient exhibited symptoms of right sided weakness and mild aphasia. The patient was ultimately transplanted and discharged home on (B)(6) 2023.

Manufacturer narrative:
Section d6b: explant date was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) symptomatic with low flow alarms and low mean arterial pressure (map). Interrogation in the ed revealed low flows started around 10:00 am on (B)(6) 2023 with flow of 0.2 liters per minute (lpm). Computed tomography angiography (cta) and transesophageal echocardiogram (tee) were performed and the patient was supported on extracorporeal membrane oxygenation (ECMO) and inotropes. Log file review found that flow had dropped to 0.0 lpm with the pump maintaining the set speed of 5600 rotations per minute (rpm). It was later reported that flow increased to 0.7 lpm on ECMO. Head CT showed possible stroke in the left posterior cerebral artery (lpca). Additional log file review captured continued low flow events and found that power had recovered by approximately 0.5 watts. Rotor noise and displacement continued to be elevated. Flow had recovered to about 1.0 lpm on (B)(6) 2023.

Manufacturer narrative:
Initial reporter phone number: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section d6b: explant date was requested but was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6) , and the reported events could not conclusively be determined through this evaluation. The controller event log files contained partially overlapping events spanning from (B)(6) 2023 - (B)(6) 2023. Low flow alarms were activated on (B)(6) 2023 at 10:12:43 due to a sudden drop in pump flow to 0.2 lpm (liters per minute). The estimated pump flow typically hovered around at 0.0 lpm until (B)(6) 2023 when the flow slightly increased to 0.6-0.7 lpm. Another slight increase in flow was captured on (B)(6) 2023, with estimated flow typically ranging from 1.2-1.5 lpm. A recovery of flow by the end of the files was not captured. During the low flow state, the log file recorded corresponding decreases in pump power. Although a specific cause for the confirmed decrease in flow could not conclusively be determined through this evaluation, the events appear consistent with a flow obstruction. The pump appeared to function as intended at the fixed speed. Additional information regarding the event, as well as product return availability, was requested from the account; however, no further information regarding the event has been provided at this time and heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists thromboembolism and stroke as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.